Event description:
It was reported that during a repair, black fluid was found on the device and metal flakes were found inside the device. Since this was found during repair, there was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was investigated by the manufacturer and the testing results on the fluid did not match any stryker base material. The metal flakes were found to be generated by wearing of the driveshaft, washers, bearings, or the housing. The device was scrapped.